Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Conconmitant products were used during this study: carto mapping system other company¿s devices were used during this study: ensite navx electroanatomic mapping system ((B)(4)). (B)(4). Evaluation codes methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. Manufacturer's ref. No: (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that three patients with symptomatic, drug-refractory, paroxysmal atrial fibrillation underwent radiofrequency catheter ablation. The patients suffered procedure-related vascular access complications. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "randomized, controlled trial of the safety and effectiveness of a contact force-sensing irrigated catheter for ablation of paroxysmal atrial fibrillation." The purpose of this study was to evaluate the safety and effectiveness of a novel irrigated radiofrequency ablation catheter that measures real-time contact force (cf) in the treatment of patients with paroxysmal atrial fibrillation. Suspected device is ablation catheter navistar thermocool, however catalog and lot number are unknown. No catheter type is specified for each patient. Sheaths (st jude medical) were also used and considered suspected devices for hematoma injuries. Should more information be received, product for this adverse event will be modified as appropriate. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient device-related cardiac tamponade/perforation; 1 patient device-related pulmonary vein stenosis; 1 patient procedure-related cardiac tamponade/perforation; 2 patients procedure-related pulmonary edema; 5 patients procedure-related hospitalizations (initial or prolonged); concomitant products were used during this study: carto mapping system. Other company's devices were used during this study: ensite navx electroanatomic mapping system ((B)(4)).